Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery. Device analysis report attached.

Manufacturer narrative:
Per the clinic, open circuits were noted on fourteen electrodes during a troubleshooting session. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced intermittencies to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report, (B)(6) 2025.